Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: e tlw1628c124e, serial/lot #: (B)(4), ubd: 29-apr-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm.  It was reported approximately 7 years post the index procedure the patient returned for a follow-up CT. A type ib endoleak and occluded right iliac limb was observed.  As per the physician the cause of the event was as a result of disease progression.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was confirmed the etlw1628c124 is the device with the occlusion. It was reported that the date when the occlusion was first observed is unknown. A fem-fem bypass was performed several years ago to treat the occlusion but the date of this procedure is also unknown. An intervention was carried out on the (B)(6) 2022 to treat the type ib endoleak. On the index angio there was no sign of a type 1a endoleak. The angiogram of the left common iliac showed disease progression of the common iliac artery with type 1b into the sac. An etuf3614e102c and a etwl1628c124e were implanted and the endoleak has resolved. Film evaluation summary: the reported type ib endoleak and limb stent graft occlusion were confirmed on the films provided. Occlusion was also observed on co ntralateral gate of the main body graft, the pre-implant anatomy is unknown. Lack of earlier CT's and complete post-implant CT's did not allow for a thorough analysis of the stent graft in-vivo configuration. Although the cause of the events could not be fully det ermined from the films provided, it is most likely that disease progression, as noted by the physician was a factor in the reported events. In relation to vessel occlusion, possible contributors include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.